Event description:
Initial surgery in 2004. Pt felt a motion in arm after 2 weeks, which pt described as a "pulling out". MRI's confirming that the head of the screw sheared. Potential need of reoperation to prevent permanent damage.